Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measure volume of 20.4ml on channel a, and 20.2 ml on channel b, from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 ml+/-1ml (+/-5%). The issue of unrestricted flow after the tubing set was removed from the device was evaluated under a formal investigation. It was determined the unrestricted flow condition was caused by removing the cassette before the cassette carriage was fully open and stopped. The device mechanism plunger contacted the flow stop on the cassette placing it in the open position. This resulted in unrestricted fluid flow through the cassette. The condition found is not due to a device defect or malfunction. The unrestricted flow condition is due to a user prematurely removing the cassette prior to the cassette carriage being fully opened and stopped. As indicated, this device was identified as part of a customer notification dated 03/2010. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported unrestricted flow. At an unspecified time, an unspecified channel of the device was programmed to deliver nitroglycerine 50mg/250ml and the delivery was started. No specific programming parameters were provided. The pt's status was post operative and was reported to be in an unstable condition. After an unspecified length of time, the customer contact reported the pt's blood pressure decreased to an unspecified level and the nitroglycerin delivery was discontinued. It was reported that the nurse removed the tubing set from the device; however, the slide clamp was not closed. After an unspecified length of time, the pt's blood pressure continued to decrease. The pt was ordered to receive levophed 4mg/250ml and the delivery was started. No specific programming parameters were provided. At that time, the pt was re-intubated. After an unspecified length of time, the nurse noted that the symbiq tubing set had been removed from the device that had been used to deliver the nitroglycerine was still connected to the pt and approx 200ml of solution had infused. The tubing set was clamped and the levophed delivery rate was increased to 60ml/hr. At that time, the pt's systolic blood pressure was reported to be 32mmhg. The customer contact reported that over an unspecified length of time, the pt was treated with a 750ml of voluven and the levophed delivery was continued. The pt was taken back to the operating room to rule out internal hemorrhaging due to a "74" hemoglobin and the customer contact reported no hemorrhaging was found. After an unspecified length of time, the pt's blood pressure was reported to stabilize at 104mmhg. At 1825, the pt was transferred to the ICU for monitoring. The customer contact reported the pt was discharged to home on (B) (6) 2010. Though requested, no add'l info was provided.